Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had a partial display. The blood glucose reading was normal and did not require medical treatment. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, excessive no delivery, and displacement test due to the motor error alarm. The pump passed the idle current and run current tests. The pump was monitored and had no missing segments/partial display noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.